Manufacturer narrative:
Initial reporter telephone: (B)(6). (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss found the gas leak was due to the gas bottle was not tighten well enough. There was insufficient tightening of the premix regulator assembly. The fss found no issues with the laser equipment. Although, no issues were detected, as a proactive measure, the regulator assembly was replaced and the lead washers. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the laser equipment had a gas leak causing the operator/technician at the surgery site to go to the hospital. A brief description from the surgery center indicated the operator tried to exchange premix bottle, and for unknown reasons a gas leak appeared. The operator caught gas and has been taken to hospital. The surgery room was evacuated by fire fighters, and the gas bottle closed. It was reported the laser gas scrubber of star excimer was active. The gas concentration was safe according to measurements done by fire fighters. The technician/operator was in hospital for two hours and has been aided with oxygen. The hospital performed further checks were ECG, blood pressure, body temperature, blood check for gas residues which was ok.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.